Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, this right atrial (ra) lead exhibited decreasing values. A chest x-ray was performed which confirmed the lead had dislodged. The pocket was reopened and the lead was successfully repositioned. No additional adverse patient effects were reported.